Manufacturer narrative:
Immucor technical support received the instrument test well image files in question, from the archived records, by email method on 07apr2017, and determined that the instrument test well image in question visually had a slight red blood cell adherence. The immucor employee present at the customer site stated that the issue was resolved by a camera replacement done on (B)(6) 2017.

Event description:
On (B)(6) 2017, an immucor employee, while visiting a customer site, reported an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2017.